Event description:
It was reported that during setup, the cardiosave intra-aortic balloon pump (iabp) had fault code 10. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported that during the cardiosave intra-aortic balloon pump (iabp) confirmed fault code 10. Getinge field service engineer (fse) confirmed fault code 10. I replaced the executive processor due to all fault codes being present in the fault table. Unit passed all calibration, functional and safety tests performed. There was no patient involvement. Unit was returned to customer and cleared for clinical use.

Event description:
N/a

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had fault code 10. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.